Event description:
Report received that the device did not alarm for air-in-line during routine preventative maintenance testing at the user facility. There were no reports of adverse pt events with the device while in clinical use. Though requested, no further info was provided.